Event description:
It was reported that pump housing around usb port was damaged, but customer stated that pump charging was not affected and screws still held plastic piece in place. There was no reported impact to the customer¿s blood glucose level. Customer was informed that damage was cosmetic only and did not affect pump function, and caller understood and acknowledged with no further action reported. Cts to replace pump. Customer will continue to use current pump.